Event description:
It was reported that pump experienced persistent malfunction alarms that customer could not stop. There was no reported impact to the customer¿s blood glucose level. Customer allowed pump battery to fully deplete, reverted to multiple daily insulin injections, and no additional information was obtained because technical support was unable to reach customer for follow-up.